Manufacturer narrative:
The tandem pump user guide states: do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan, or other exposure to radiation.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to radiation. Customer's blood glucose level was 100 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.